Event description:
A healthcare professional(hcp) reported that patient was injected with one syringe of juvéderm vollure¿ xc in the glabella. Six months later, patient developed abnormal swelling, pain, a large, elevated, indurated mass in the glabella area. A month later, hcp prescribed the patient a medrol dose pack. The inflammatory nodule reaction in region of filler was deemed noninfectious. The patient continues to experience an indurated mass. Repeat serial hylenex therapy done with some improvement. The symptoms are ongoing. Syringe has been discarded.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A healthcare professional(hcp) reported that patient was injected with one syringe of juvéderm vollure¿ xc in the glabella. Six months later, patient developed abnormal swelling, pain, a large, elevated, indurated mass in the glabella area. A month later, hcp prescribed the patient a medrol dose pack. The inflammatory nodule reaction in region of filler was deemed noninfectious. The patient continues to experience an indurated mass. Repeat serial hylenex therapy done with some improvement. The symptoms are ongoing. Syringe has been discarded.